Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose of 600 mg/dl. The customer treated via manual insulin injection. Prior to the high blood glucose, the insulin pump would failed to delivery insulin during bolus attempts. The insulin pump had alarmed with multiple motor error alarms. During troubleshooting it was confirmed that the drive support cap appeared normal. The insulin pump was able to successfully rewind as well. However, the customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unable to verify excessive no delivery alarm due to prime anomaly. No motor error alarm noted. Motor passed motor test. Pump received with severely scratched display window, bleeding lcd glass, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.